Event description:
It was reported via surgery notes received by the manufacturer that the patient experienced a couple of short lived seizures post-operatively following a vns replacement surgery. It was stated that further seizures were not evident and the patient recovered rapidly from her surgery. Based on the review of the data present in the manufacturer's programming history database, the diagnostics on the date of implant were within normal limits. The device was not programmed on the date of implant in the available data. Follow up with the physician's office revealed that they were unable to provide further information due to how long ago the event occurred. No additional relevant information has been received to date.